Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to perform several troubleshooting steps, including checking the power source and attempting a reboot, but the screen remained unresponsive. Consequently, technical support arranged to send a replacement pump, provided instructions for storing the old pump, and advised on the process for returning it. The customer acknowledged all instructions and understood the procedure for receiving and setting up the replacement pump.